Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that during a septoplasty the aris turbinate reduction wand broke while it was being retracted, the surgery was completed using a back-up device, there was no surgical delay and no further complications were reported.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The tip spacer is damaged and pulled out from the shaft housing. Only the electrode wire is holding it on. The tip is worn from use. Functional evaluation revealed the unit cannot be functionally tested due to its physical damage on the tip. Wand data can still be pulled. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use). Based on this investigation, the need for corrective action is not indicated.